Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona 0° keel cemented tibial component right size f catalog #: 42536007502 lot #: 66114025, persona cruciate retaining standard femoral component right size 10 catalog #: 42508606802 lot #: 65754645, persona medial congruent articular surface right 11mm catalog #: 42522100811 lot #: 66084835, nexgen trabecular metal standard primary patella catalog #: 00587806541 lot #: 66068260 h6 - component code - proposed code is mechanical (g04) - femur. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the surgeon implanted a cemented tibial tray without cement while under the impression that the device was a press-fit implant. The error was not identified until after implantation, but the surgeon did not opt to revise the implant at that time. Subsequently, the patient was revised approximately five (5) months later to address pain and loosening. During the procedure, the tibial component was noted to be loose with no cement on the cemented tray. The femoral component was also identified to be loose with no bone ingrowth. All components were revised without complication. Initial operative notes noted no intraoperative complications and the patient tolerated the procedure well. Revision operative notes noted that both the tibial and femoral components were loose. All components were revised and no intraoperative complications were noted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h10, h11. The following sections were corrected: e1.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause for the femoral loosening could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.